Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with a proglide device was attempted in a calcified common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 18fr. Reportedly, the proglide sutures failed to deploy. A second proglide device was used with the same results. A prostar xl device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.